Event description:
Physician was attempting to use an abre venous self-expanding stent during procedure to treat a severely calcified vein in the left distal subclavian vein. The vein was severely tortuous. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing device from hoop or tray. The device was prepped per IFU with no issues identified. It was reported that there was difficulty removing device following stent deployment. The lesion was pre dilated with an 8mm device. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Physician pre dilated stenosed vein with an 8x40 non-medtronic balloon, and proceeded to deploy a 12mmx10mm abre stent in left subclavian vein with no issue. The middle part of stent was very compressed and physician noticed one of the stent struts abnormally pushed inward. Upon removing the abre delivery catheter, the nose cone (distal part of delivery catheter) got caught on stent strut that was pushing inward. Physician was able to dislodge delivery catheter by pushing forward, but then got caught on stent trying to remove again. Physician then gain femoral access and delivered a 10mx40mm non-medtronic balloon to help dislodge delivery catheter. After several attempts, delivery catheter was able to be removed from body. The nosecone/tip of the delivery catheter was still attached when it was removed from the patient¿s body. Stent was fine and patient had no adverse effects. No further patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.